Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem (B)(4) has been completed. The reported problem (charger/modem will not work) has been confirmed. As received, the power supply connector pins were pushed into the connector. The root cause of the damaged connector pins cannot be positively identified at this time. No adverse event resulted from the defective charger/modem connector pins. The pt received a replacement charger/modem.

Event description:
A zoll pt service rep (psr) called zoll customer support reporting that the charger/modem she was planning to give to (B)(6) male pt would not work. The psr never gave the dysfunctional modem/charger to pt. The pt has been provided with a replacement charger/modem.